Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have blade damage at the midpoint of the blade. Both of the cutting blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Additional observation related to the customer reported complaint: the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the grip direction. The grip tips moved in the direction commanded, however the blades did not fully close. The inability of the blades to close completely was specifically due to damage in a particular mid-section of the blades.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.